Event description:
The customer reported that the battery was not responding properly. The battery showed dim battery fuel gauge leds.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not responding properly. The battery showed dim battery fuel gauge leds. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.